Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report was returned, however, the device analysis results are pending at this time. Based upon the partial implant data provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. No additional information has been reported to allergan regarding the serial number or the exact implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Patient reported an alleged "leak" with their lap-band device. The device is thought to have a leak because the doctor removed less saline from the device than notes indicated. Follow-up findings: the patient's chart notes that the doctor added 2.5 ccs of saline to the band and told the patient to come back for another fill appointment. There is "nothing in the patient's chart indicating a leak" and patient has not scheduled the next appointment at this time. The device remains implanted. Follow-up findings: a piece of tubing was explanted. The patient's medical chart shows that during surgery, tubing (only) was taken out of the patient and then the remaining tubing from the port was connected to the band." The patient came back to the office a few days after surgery "for a check up and everything looked good."